Manufacturer narrative:
An event regarding loosening and peg fracture involving a tritanium baseplate was reported. The event was not confirmed. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Operative reports are needed. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as operative reports and the explanted devices are needed.

Event description:
It was reported that there was a revision of a left tritanium baseplate due to baseplate loosening. During surgery when the baseplate was removed it was noticed that a peg was sheared off.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Device eval: hospital policy.

Event description:
It was reported that there was a revision of a left tritanium baseplate due to baseplate loosening. During surgery when the baseplate was removed, it was noticed that a peg was sheared off.